Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. Two segments were returned: a terminal pin segment measuring 330 mm and a segment of insulation only measuring 195 mm. The tip portion of the lead including the anode ring and distal conductor coils were not received in the lab. Set screw marks were noted on the terminal pin and ring. Electro-cautery damage noted in several places on the insulation. Both conductor ends appeared to have been cut. There was a suture tied right to the lead 235 mm from the terminal pin, the conductor coils underneath are deformed. The lab could not confirm the allegation high thresholds or dislodgment with analysis of the segments of lead returned.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged. As a result, the lead was explanted and a new lead implanted. No adverse patient effects were reported.